Manufacturer narrative:
A4-a6:unk. H6: off-label - acd<3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -5.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a toric model lens due to refractive surprise and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic deformed. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).